Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side "leaking" via mammogram and ultrasound. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Patient reported right side "leaking" via mammogram and ultrasound. This record is for the right side. Device remains implanted.

Event description:
Patient reported "leaking" via mammogram and ultrasound. Later healthcare professional confirmed rupture and reported "capsular contracture baker grade 2". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h.6

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe since it is a medical event and is not related to the device. ¿ rupture: not observed. As per the investigation procedure, deformation and crease, were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: b1, d6b, d9, h3, h6.

Event description:
Patient reported right side "leaking" via mammogram and ultrasound. Healthcare professional later confirmed rupture and reported "capsular contracture baker grade ii". Device has been explanted and replaced.